Manufacturer narrative:
Investigation into the reported event is on going, all relevant information received will be submitted in a final report upon completion of the investigation. Reports of frame collapsing are likely to cause or contribute to serious injury or death. All relevant information received will be submitted in a supplemental report

Event description:
A distributor contacted technical service to report that the progressa frame, had an issue, the patient weighed 180 kg while from screen printing the device should withstand 220 kg. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The service technician found that the compression link and the backrest frame was folded. The baxter technician replaced the damaged parts to resolve the issue. A report of physical damage to the bed frame with no loss of function is unlikley to cause or contribute to death or serious injury. The account should contact their facility-authorized maintenance person to send the bed for service/repair. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
A distributor contacted technical service to report that the progressa frame, had an issue, the patient weighed 180 kg while from screen printing the device should withstand 220 kg. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.